Event description:
The customer stated an architect i1000sr analyzer generated falsely elevated b-hcg results for three patient samples. Data was reviewed and found not to affect the clinical interpretation or medical decision making. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This product is being filed on an international product, ln 7k78, architect total b-hcg, that has a similar product distributed in the us, ln 6c21, architect total b-hcg.a product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both (B)(6) and (B)(4) results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an (B)(4) instrument which also utilizes the architect rubella igg (list number 6c17) assay. Further investigation of this quality issue will be conducted. An investigation is in process.